Manufacturer narrative:
A wallflex colonic stent and delivery system was returned for analysis. Visual examination found that the stent was partially deployed with the blue outer sheath detached from the deployment. The inner shaft and the stainless steel tube were kinked. The damages noted with the device during analysis are consistent with the application of excessive force and are most probably due to anatomical or procedural factors encountered during the procedure, which limited the performance of the device. Therefore, the most probable root cause for this complaint is operational context.

Event description:
It was reported to boston scientific corporation on (B)(6) 2016 that a wallflex colonic stent was to be used in the sigmoid colon during a stent placement procedure performed on (B)(6) 2016. According to the complainant, the stent was to be used to treat a malignant stricture. Reportedly, the patient's anatomy was not dilated prior to stent placement. According to the complainant, during the procedure the physician attempted to deployed the stent; however, the stent would not fully deploy. The stent was partially deployed when removed from the patient and the procedure was completed with another wallflex colonic stent. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
(B)(4). The device has been received for analysis; however the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation on (B)(6) 2016 that a wallflex colonic stent was to be used in the sigmoid colon during a stent placement procedure performed on (B)(6) 2016. According to the complainant, the stent was to be used to treat a malignant stricture. Reportedly, the patient's anatomy was not dilated prior to stent placement. According to the complainant, during the procedure the physician attempted to deployed the stent; however, the stent would not fully deploy. The stent was partially deployed when removed from the patient and the procedure was completed with another wallflex colonic stent. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.